Manufacturer narrative:
Correction in field d2 for common device name in initial and follow up #1 report from "injector and syringe, angiographic, product code: dxt" to "catheter, pressure monitoring, cardiac, product: obi." In medwatch follow up #1, the manufacturer report number was incorrect on pages 2 and 3. This incorrect number has been changed from "2134243-2021-00016" to the correct manufacturer report number "2134243-2021-00018."

Manufacturer narrative:
The navvus catheter was returned to acist for investigation. Upon removal of the navvus catheter from the packaging, visual inspection found the catheter to be separated into two pieces. The separation is located on the catheter's distal shaft, 1.5 inches from the distal tip. The separation was investigated under magnification and the separation on the distal shaft is not a clean cut. The area adjacent to the separation is deformed and damaged. The internal fiber optic cable remained intact to the distal shaft. The results of acist's investigation indicate that the catheter encountered an obstruction within the patient vasculature at the time of the catheter pull back, which resulted in the catheter separation. The damage affected the exterior of the catheter; the internal fiber optic cable was not impacted by the damage. The cause of the reported event is inconclusive.

Manufacturer narrative:
The navvus catheter, lot number 0000160740, was received on 27sept2021. Upon completion of the investigation, a follow-up report will be submitted to FDA.

Event description:
During a fractional flow reserve (ffr) procedure using the acist rapid exchange ffr system, model rxi, and navvus catheter, the navvus catheter tip broke within the patient. The tip was removed by the physician and there was no injury to the patient.